Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior fusion (c3) for axial fracture on (B)(6) 2024. In the surgery, when using brainlab's navigation system to insert a can screw, the nav sleeve in question did not spin, the screw attached to the tip loosened, and the screw came off the axis of the tip of the screwdriver. First, when the screw was inserted, the nav sleeve made a clattering sound and proceeded. At that point, the poly screw driver reten sleeve and the nav sleeve moved separately and the screw did not loosen. As the screw was proceeded, the clattering sound stopped and the poly screw driver reten sleeve and the nav sleeve were integrated. As the surgeon continued to proceed, the screw attached to the tip came loose. He retightened the implant rigidly and replaced the nav sleeve, but it still came loose. It was then extracted once using a non-navigational screwdriver. The screw was reinserted using the normal hollow screwdriver again. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1)unknown screws this is report 3 of 3 for complaint (B)(4).